Manufacturer narrative:
Manufacturing site: (B)(4). The reported microcatheter was returned with its tip missing almost entirely, approximately 5mm long. Scratches likely made by contacting calcification were observed on the distal shaft. Shaft strands were disarranged due to accumulated torsion. Microscopic observation of the broken tip found that oblique cracks on the remaining tip polymer surface and narrowing of the catheter lumen. These findings indicated that the tip was pulled and twisted off at the same time when it became separated. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion and pulling stress generated with catheter manipulation had most likely contributed to the reported tip separation. The applied stress would exceed the product design limit when tip movement was being restricted by the trapping calcified lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter became separated during a pci to treat a moderately calcified, mildly tortuous 90-99% stenosis in the rca. First the physician tried to use multiple balloons to treat the stenosis. However the 1.5mm and 2.0mm balloons could not open the vessel. The physician decided to perform rotablation. The caravel was delivered to the lesion in an attempt to change the wire for a rota wire. However, the caravel could not pass the lesion. The physician tried to push the caravel forward without rotating, but it did not help as the guiding was moving backwards, and therefore, the caravel could not be advanced further. When the physician tried to take the caravel back out, he noticed that it was stuck in the lesion. He tried to just pull it out, but it did not work. He then tried with small rotations (max 90°), but still no achievement. After a while, he was able to pull the caravel out; however, he noticed that the tip was still stuck inside the lesion. CABG was performed on the patient with the separated tip remaining in situ. The patient was under post-op monitoring with good final outcome.